Event description:
A distributor reported that a customer's pump screen was cracked and unresponsive, although the device could start, charge, and be recognized by a computer. The blood glucose level was reported as 180 mg/dl. The device was scheduled for return, and a replacement pump was provided to the customer.